Event description:
Nurse manager / (B)(6) manager ((B)(6)) from (B)(6)surgical center in (B)(6) contacted excelsior medical on (B)(6) 2010 to request information on the plastic content of excelsior's pre-filled flush syringe barrels. During the ensuing conversation, (B)(6) stated that a patient at her facility was receiving pain management injections via IV and had a vasovagel reaction after administration of excelsior medical's saline flush. She noted that the saline flush was administered after a third-party product was used to perform a heparin-lock. The complainant noted that the patient in question has had similar reactions to other medications in the past and she was requesting information on the syringe's plastic content because her facility believes that the current reaction, as well as past incidents, may be linked to chemicals in the plastic used to manufacture the syringe. Excelsior provided (B)(6) with documentation stating that our syringes do not contain either preservatives or dehp. When additional information concerning the complaint was requested from (B)(6), she became very defensive and said that her facility is not opening an investigation into this incident. She was adamant that her facility was only seeking information on the plastic content of the syringes to help back up their theory that the patient's adverse symptoms were caused by an allergic reaction to the syringe plastic. The complainant did not have any information concerning product codes or lot numbers and said that she would call excelsior the following week with that information. No further contact from ms. Lamb was received.

Manufacturer narrative:
Due to the complainant's refusal to provide critical pieces of information, excelsior medical was unable to conduct an investigation into this incident. No meaningful information about the patient or his/her treatment regimen was provided. Additionally, no lot number/product code was available and the subject device was never returned for evaluation. Out of an excess of caution, excelsior medical provided what little information was available to our clinical consultant, dr. (B)(4). Upon his review, it was dr. (B)(4) expert medical opinion that, given the characteristics of the plastic (dehp and preservative free), it is highly unlikely that an allergic reaction to the plastic was involved. The most likely root cause for the reported event is that the saline flush dislodged a biofilm containing bacteria and/or endotoxin, and the physiological response to this bacteria/endotoxin caused the vasovagal reaction. Dr. (B)(4) also noted that there was a possibility that the patient has developed antibodies to the heparin flush product and that the flushing of the heparin prior to excelsior's saline flush initiated the vasovagal response. Without additional information, excelsior medical cannot investigate this incident further and now considers this complaint closed. If new data becomes available, excelsior will reopen its investigation and attempt to determine a definitive root cause for the reported adverse event.